Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging that his onetouch ping meter was giving him inaccurate erratic readings. The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the patient that on (B)(6) 2012 at 7:30pm, he developed symptoms of having "an electrical taste on his mouth and of having dry, fuzzy eyes". Two hours later, the patient tested on the subject meter and reported blood glucose results of "360 and 280mg/dl" with a lifescan meter, performed within 20 minutes or less of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl. The patient stated that he manages his diabetes with the insulin pump and immediately "bolused (unknown type and dosage)" in response to the reported issue. On (B)(6) 2012 at 4:30am, the patient claimed to have taken more food/drink. The cca was informed by the patient that shortly after, ems was called in who administered "dextrose injections" to the patient. The patient was tested several times on the ems meter (unknown device) during the course of the treatment and obtained the readings of "30, 88, and 168mg/dl". At the time of troubleshooting, the cca determined that an approved sample site was used for testing and that the unit of measure was set correctly at time of testing. The cca noted that the patient did not have control solution available. Replacement products have been sent to the patient. Although the patient was already symptomatic prior to the start of the alleged issue, this complaint is being reported because the patient developed symptoms that did not correlate with the lfs test results and received medical treatment for an acute complication of diabetes.

Manufacturer narrative:
(B)(4). Device evaluation: the meter and test strips involved with this complaint have been returned and evaluated by lifescan product analysis on (B)(4) 2012 and (B)(4) 2012 respectively with the following findings: the meter passed all testing with no faults found. The test strips were also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. The retain test strips were tested and they passed testing with no faults found.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.